Manufacturer narrative:
Additional report of lead noise on both leads due to subclavian crush of leads received the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to non-specific product performance issue. No adverse patient events were reported. Should additional information be received, this file will be update.